Manufacturer narrative:
The pump was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a ventricular assist device (vad). The cardiologist reported that the fill signal was non-operational and a decision was made to exchange the pump.